Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of hematoma, wound dehiscence, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma, wound dehiscence, exposure, use error, delayed healing, "hard" and "drawn up" and "half gone at the bottom", "feels like a knee", "bled up until two weeks ago", and drainage.

Event description:
Patient reported right side "hematoma, implant is 'hard, drawn up' and 'half gone at the bottom,' feels like a knee," and "bled up until two weeks ago". Health professional additionally reported "minimal drainage was observed, delayed healing, wound dehiscence at the t-junction on the right side", and "implant was exposed". Patient also reported "felt like they'd 'given birth, looked gray", patient's friends "asked what was wrong?" And "you should go to the hospital;" these events are not related to the device. Device remains implanted.